Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received missing the reservoir tube o-ring, with cracked battery tube threads, a cracked case at the display window corners, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was 500 mg/dl, which was treated with a manual injection. The customer stated that she had a lot of trouble with her insulin pump. She observed missing plastic from the reservoir compartment opening. She noted that the reservoir would not stay in place due to the damage. Advised replacement of the insulin pump. Nothing further reported.